Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2123909 of echo-hd-22-ebus-o-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 11 april 2024. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. The distal end of the needle was observed to be broken approx. 4cm from the tip of the sheath. A proximal kink below the sheath extender was observed. Through the investigation it was established that the proximal needle kink below the sheath extender which was observed during the lab evaluation most likely occurred when the needle was removed from the scope channel but was procured after the attempt. Through the investigation it was also established that the doctor only realised the tip of the needle was missing when doing the first puncture attempt as he couldn¿t see the tip on the screen and as a result then changed to another needle to complete the procedure. It was also confirmed that the doctor carried out a check for the broken needle part using x ray, scan and the scope channel. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2123909 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult target site as per additional information which could have caused the distal end of the needle to break. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It was confirmed that the doctor carried out a check for the broken needle part using x ray, scan and the scope channel. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The product's tip was either missing or not sharp enough "as per cc form": the tip of the needle was not sharp enough I just spoke to the dr. Involved in the incident and he explained me that the needle was used for the first attempt and he didn¿t check the tip before insert the needle in the scope but the needle was without the tip from the beginning , I mean that the needle was already without the tip. He realized it when he was already doing the procedure because he couldn¿t see the echo tip on the screen. So he didn¿t loose the tip. For the bend on the proximal part of the needle he said that maybe was done when they removed the needle from the scope channel but was procured after the attempt . Hope everything is clear . Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. The had to use another needle according to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: ___tip no sharp__________________ 6. Was gaining access to the target site difficult? Yes 7. Was the device used in a tortuous position? N/a 8. Was puncture of the target site difficult? N/a 9. Please describe the anatomical location of the intended target site (lungs ). A. If the lungs, which lymph node was being targeted? N/a 10. Please describe the size of the intended target site. N/a 11. If not with the device in question, how was the procedure performed and/or finished? Another needle 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? Yes 16. What intervention (if any) was required? Another needle to perform procedure 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus scope 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? N/a, 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? During puncture 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes, 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no 29. How many samples were obtained (passes completed) with this needle? No samples 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.